Event description:
It was reported that an alert was triggered for atrial and right ventricular amplitudes out of range which was delayed due to the patient being away from the monitor. Appropriate sensing was seen on the electrogram (egm). Stored episodes showed loss of right ventricular (rv) lead capture at programmed output. The rv output was programmed to 5v following persistent right ventricular automatic threshold (rvat) test suspension which was previously noted. The rv lead remains implanted. No adverse patient effects were reported.

Event description:
It was reported that an alert was triggered for atrial and right ventricular amplitudes out of range which was delayed due to the patient being away from the monitor. Appropriate sensing was seen on the electrogram (egm). Stored episodes showed loss of right ventricular (rv) lead capture at programmed output. The rv output was programmed to 5v following persistent right ventricular automatic threshold (rvat) test suspension which was previously noted. The lead was subsequently explanted and replaced. The lead was not planned to be returned. No additional adverse patient effects were reported.